Event description:
It was reported that the patient received inappropriate therapy due to noise on the rv lead. An increase in capture threshold and a decrease in impedance were also noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.